Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the power seal curved jaw sealer and divider, double action, had a sealing defect. The issue occurred during the myomectomy therapeutic procedure, during sedation, of the device inside the patient. The procedure was completed with an olympus backup device. There were no reports of patient harm.